Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "possible rupture" and "looks very different but not sure if related to a capsular contracture or to device itself". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings. Visibility/palpability: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases were observed, deformation observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side "possible rupture". And "looks very different, but not sure if related to a capsular contracture or to device itself". Device has been explanted.